Event description:
The user facility reported that the device fell apart during testing a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device fell apart during testing a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d9/h3.